Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results for a patient with multiple tests on coaguchek xs meter serial number (B)(4). The first inr result from the meter was 5.8 inr. Two minutes later, the result from the meter was 3.4 inr. The patient stated he performs fingerstick before countdown and it may take 30 seconds or more to apply the sample. The patient's therapeutic range is 2.5 - 3.5 inr. There was no change made to the patient's warfarin dose since the second result was in his therapeutic range. The patient has no hematocrit concern, is not on direct thrombin inhibitors, and does not have lupus or apas. The customer has had no new medications or any changes in his diet. There was no allegation of an adverse event. Retention test strips (286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.